Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon explained to the rep that during the laparoscopic cholecystectomy that he had to convert to an open because he cut the common bile duct, thinking that it was the cystic artery. When he did the cholangiogram, he closed the clip to the a loud click sound and those clips that he closed to the loud click during the cholangiogram, he was able to remove easily. After he realized it was the common bile duct and he opened the pt. The clips that he fired through to a complete firing cycle. Those clips he said were kind of difficult to remove off the common bile duct and he thinks they may have torn the duct a little as they were being removed. The surgeon is not saying or blaming the clip applier for his transection of the common bile duct. 10/16/98 the clips that were placed on the duct to the loud click were removed easily.